Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2013 due to an infection. The patient was treated with a dosage of unasyn 1.5gm 100 ml/hr. On (B)(6) 2013 treatment with IV vancomycin was initiated (dosage and duration not reported). The patient was discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.